Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted prophylactically and replaced with a non-guidant device due to the recall advisory. The device was functioning appropriately, and no patient symptoms were reported.